Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding an I-stat cg8+ cartridge that yielded suspected discrepant result on sodium (na) on a patient. I-stat 10:10 na-176, heel stick; I-stat 11:09 na-145, lab 13:55 na-138, hemolyzed sample; there was no retest on lab. At this time apoc does not suspect a product deficiency exists. Preliminary investigation on retains and returns testing shows that product is performing as intended and there is no deficiency identified at this time. Apoc suspects that the discrepant sodium result of 176 is possibly related to improper sample handling based on potassium (6.6) and hematocrit (44) results from the heal stick sample. However, not confirmed at this time and the sodium result of 176 remains suspect. The investigation is ongoing. Based on the information available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Note: apoc has confirmed that the customer has 2 different types of capillary tubes on site. One from rna with balanced heparin (recommended) and second bilirubin not balanced heparin. The I-stat system manual recommends the use of balanced heparin anticoagulant when using capillary tubes. Refer to cartridge and test information in art: (B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2012. No deficiency was identified and the cartridges are functioning according to specification.